Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer tested on (B)(6) 2016 and received hi, which on the system indicates a result in excess of 600 mg/dl, retested and received 100 mg/dl within 10 minutes. No adverse event reported. Replacing and returning meter and test strips.